Event description:
On (B)(6) 2012, it was reported that on (B)(6) 2012 before the pt went to bed her blood glucose level was 180 mg/dl and she bloused 1.0 unit of insulin via her infusion device. On (B)(6) 2012 at 4:00am she woke up and felt dizzy and nauseous. Her blood glucose level was 469 mg/dl. The pt switched to her backup infusion device and her blood glucose levels returned to normal. She does not think her primary device delivers an accurate amount of insulin. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Infusion device was requested to be returned for product eval.

Manufacturer narrative:
The incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.

Manufacturer narrative:
The complaint cannot be verified, the product meets the specification regarding the customer's allegation. The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The alarm functions of the insulin pump was tested within the alarm function test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. All errors and alerts are triggered correctly by the pump. Nothing unusual was found in the history. The problem mentioned by the customer could not be reproduced.